Event description:
It was reported that the right atrial lead exhibited noise that was oversensed by the device. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The event of sensing noise was confirmed. Final analysis found a complete lead was returned in two pieces measuring 8.5cm and 36.5cm. External insulation abrasion exposing the outer coil was noted at 5.7cm to 6.0cm from the connector pin. An external insulation abrasion was also found at 31.8cm to 32.1cm from the distal tip. The cause of the reported event sensing noise due to the exposure of the outer coil at the abrasion zone. No conductor fractures or internal shorts were noted. No other anomalies were noted.